Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the light-emitting diode (led) on the front panel failed to glow due to a faulty front panel, switch 4 main board failure due to a faulty main board, flickering image due to a faulty receptacle unit, lines/noise on the monitor, distal end led failure to turn on, pump tube dirt, physical damage, and power switch deformed were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center image is flickering when the power is switched on. During a standard service inspection of the customer returned device, light-emitting diode failure to glow on the front panel was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.